Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging, displayed a flashing yellow indicator light on the battery charger, and was not providing power to the controller. The battery will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event may be attributed, but not limited, to a communication error, an open wire within the battery output cable, and/or a faulty component. If information is provided in the future, a supplemental report will be issued.